Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4). Implanted: (B)(6) 2012 explanted. Product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was arachnoiditis and spinal pain. It was reported via clinic notes that the patient had a catheter revision in (B)(6) of 2020.